Manufacturer narrative:
Result: side rail assembly.

Event description:
It was reported by service report that the patient head end left siderail is missing. No patient involvement or adverse consequences are reported.